Event description:
It was reported that one day post implant there was no sensing on the atrial lead and an x-ray showed that the lead had dislodged. It was noted that the patient¿s anatomy was tortuous in the sub-clavian and the physician surmised that the pre-formed j lead pulled back due to the need for more redundancy due to the anatomy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.